Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a pin in the interconnect cable connector. The system operates as intended.